Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On 21-april-2024, it was reported by the patient that he was suffering from hyperglycemia. In troubleshooting bent cannula and leakage from site is found. Infusion set was placed in abdomen. Blood glucose at the time of incident was 22 mmol/l and current value was 24 mmol/l. High blood glucose level was treated by the pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.